Event description:
Infusion pump alarming with message "bag empty," however bag was not empty. Biomed contacted; evaluated pump, discovered inlet restriction solenoid required adjusting. Completed adjustment, functioned correctly and returned to service. No patient information available.